Manufacturer narrative:
Concomitant medical products: phaseal; non-bd secondary & extension set; (2) baxter 250ml bag of 0.9% nacl injection ndc (B)(4), lot y201772, exp dec 2017; baxter 250ml bag of tremelimumab, ndc (B)(4), lot y201772, exp dec 2017; baxter clearlink system ext set non dehp 0.22 micron filter, therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a secondary infusion of tremelimumab in a 250ml bag was programed to infuse at 250ml/h and connected to a primary infusion of 250ml of ns. After 30 minutes of infusion, the secondary infusion bag was noted to be empty and the primary infusion bag appeared to be fuller than expected. The rn also noted there was no bubbles or air in the primary line and that there was a blood return. Two rns confirmed the pump programming and the drip chamber was noted to be dripping as expected. The devices were tested and cleared in the facility biomed department. There was no patient harm.

Manufacturer narrative:
The customer¿s report of check valve failure was confirmed. Functional testing confirmed fluid and air bubbles going into the primary bag. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. Disassembly of the check valve part resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The size of the particle was measured to be 0.0853¿ long. The particle was identified to be cellulose. The root cause of the back flow failure is due to a particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the cellulose was not identified.